Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation,chemotherapy, prior surgery affecting skin integrity and underlying cancer disease. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 56-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was notified that the patient developed an infection on the top of her scalp, which was subsequently treated with unspecified oral antibiotics. An image provided depicted a small ulcer, approximately the size of a dime on the top of the head, with mild erythema and central sloughing. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.